Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began 2 years ago prior to contacting lfs. The patient reported unknown blood glucose reading(s) with the subject meter and unknown blood glucose reading(s) on another meter (onetouch ultramini), performed less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results cannot be determined for the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. Due to the alleged issue, the patient claimed she responded to exercising. The patient denied developing symptoms. It is not known if the patient received any treatment after the alleged issue began. At the time the alleged issue began, the patient reported testing on another blood device (onetouch ultramini); however she was not able to recall the result(s) obtained or when the result(s) was taken. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, the patient's testing procedure was correct, and an approved sample site was used. The patient, however, did not have the control solution available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and no faults were found. On (B)(4) 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.